Event description:
It was reported to philips that the flexvision pc did not boot at startup. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and found that the flex vision pc did not boot at startup. Upon troubleshooting, the fse checked the system and identified that, at system shutdown, all modules shut down normally, including the flex vision pc. Further analysis by the fse found that at system startup, the flex vision pc does not start up, but they cannot confirm the exact cause of the problem. To resolve the issue, backup and recovery were executed by the fse. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.